Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the insulin pump housing is damaged due to a hard mechanical impact. The power supply path of the insulin pump was affected, leading to a power interrupt. Due to these severe damages on the electronic components the insulin pump switched off without alarm/error messages resp. Could not be started up anymore. The insulin pump shouldn't be exposed to high mechanical forces. Due to this problem the buttons does not respond and are without function. The problem mentioned by the customer is related to a handling issue.

Event description:
Patient reported she fell down the stairs and the infusion device has a crack on the lateral part. Patient stated when she turned the device on, the display shows: sound test, vibration test, system test, and then it shows the e8 (power interrupt) error message. Patient reported she pushes the confirm button, the infusion device turns off. Patient stated she has removed and reinserted the battery several times but the device presents the same issue. Patient reported she is unable to use the infusion device. Patient is currently using a pen. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.